Event description:
The patient has 2 scs leads from the same lot. It was reported the patient has never received effective stimulation despite multiple reprogramming. As a result, she stopped using/charging the system a few years ago. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.